Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) to anesthesia control board (acb) cable was replaced and the sensor interface board was replaced to resolve the issue.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.